Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas and alleged that the patient experienced a high blood glucose (bg) of 415 mg/dl with vomiting associated with an alleged loss of prime issue. Reportedly, the patient continued pump therapy and did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support, (cts) it was revealed that the patient was over/under cycling the cartridge which can cause a loss of prime issue. It was also revealed that the loss of prime occurred 2 or more times. The patient was educated on loss of prime warnings and cartridge use. This complaint is being reported based on the allegation that the patient experienced hyperglycemia due to use error.